Manufacturer narrative:
The explanted lead was not returned. The device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing pacing impedance measurements, up from 396 ohms when the routine device replacement was performed in 2014, to 947 ohms in august 2015 and to 1,700 ohms in (B)(6) 2016. The pacing threshold measurements had also increased by november 2016. An x-ray was performed, which revealed the implantable cardioverter defibrillator (ICD) was inverted and the lead was pulled tight with no slack remaining. The patient had a previous system explanted for suspected twiddlers syndrome in 2008. It was noted throughout the lifetime of this lead, there were ventricular fibrillation (vf) episodes appropriately detected and treated. In (B)(6) 2017 this lead was explanted and replaced. The ICD remained in service with the new lead. No additional adverse patient effects were reported.